Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by physician via personal communication that when lens implanted inside the eye, doctor noticed the capsular bag rent and decided to explanted the intraocular lens and implanted with other lens.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. No lens damage observed. Information indicated the lens was manually implanted with viscoelastic. A malfunction has not been indicated against the lens. It was reported that after the implant, the surgeon noticed the capsular bag rent and decided to explant the iol. It was stated that the company lens was replaced with other lens. The manufacturer internal reference number is: (B)(4).